Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failure of flash memory and new software release detected. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Troubleshoot for new software release detected could not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device alarmed error 22 followed by an alarm constantly, problem isolated to mother board. We were unable to verity operational currents or perform rewind, basic occlusion, occlusion, prime, excessive no delivery, self, unexpected restart error and displacement tests due to alarms. The device was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched display window and case.